Event description:
The user facility reported treatment was initiated on patient and within 5 minutes of the start, a blood leak was noted in dialysate. The patient estimated blood loss was 100 cc's. Blood flow rate: 500, dialysate flow rate: x1.5. Blood test strips were not used - blood was visible. The machine did alarm. No adverse effects felt by the patient.

Manufacturer narrative:
Currently, a device has not been returned for evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.